Event description:
A pt reported blood glucose results of 252 and 176 with lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucsoe results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.